Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed the bicarbonate buffer test. Both sensors passed with accurate readings. The needle complaint could not be confirmed due to the customer not returning the needles, but the sensor only.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 263 mg/dl, 80 mg/dl. The customer also reported bent sensor cannulas and past bleeding at the site. The customer was advised that the difference was not within acceptable range. The customer was sent replacement sensors, and the malfunctioning sensors were returned for analysis.